Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. Based on the available information, the investigation determined possible causes as 1.) The power cable was not properly connected or 2.) A temporary malfunction. As stated in the instructions for use: "properly and securely connect all cables. If the cable connector has connection screws, tighten the screws. Otherwise, equipment damage or improper performance.".

Manufacturer narrative:
The problem of failure to power up was reported by the reporter while troubleshooting other problems with the subject device with the assistance of olympus technical support via the phone. While troubleshooting, the reporter stated that the device powered on with no problems noted. The reported problem could not be confirmed and no power related problems were identified while troubleshooting. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the device failed to turn on. There was no patient injury, associated with the problem, reported to olympus.